Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections a1, a2, a3, a4, b5, b6 b7 and h6:patient code. And device code. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device logs indicated that the user had an ECG signal using ECG leads, however the device was set to "pads view". This is not an indication of a device malfunction. The end user chose the incorrect setting. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.